Manufacturer narrative:
Although requested, no pt info was provided.

Event description:
During pt use, a 'low fio2' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No pt injury was reported in this case.